Event description:
Physician was doing a core biopsy on l-4 and needle guide broke off in pt. Pt was transferred to interventional lab. Physician tried to remove it under fluoro. The physician was unsuccessful. Part of broken needle removed. A 3.5cm fragment was left in l-4 vertebral body.